Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was found by his wife unresponsive. When the medics arrived at the patient's home, he was experiencing agonal respirations and a king airway was placed. The patient was transported to the emergency room and a CT scan was performed which revealed a massive left intracerebral hemorrhage. The patient deceased later that night. The cause of death was unknown. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was available at this time.